Manufacturer narrative:
This report is being submitted to report additional information. The device history record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated the device. On 16 october 2018, it was reported from university hlt shreveport that the hose was leaking on the end that attaches to a dermatome. The customer returned a zimmer air dermatome, serial number (B)(4), 4 width plates, a screwdriver, and a hose for evaluation. Evaluation of the device on (B)(6) 2018 noted that the calibration was out of specifications at the 0 setting but within at all other settings and that the motor was running within motor speed specifications. The hose was found to be leaking and the width plates and screwdriver were both damaged. The case was missing its latches. Repair of the device occurred the same day and involved replacing the vespel and semi-circle bearings, the damaged width plates, screwdriver, case, and leaking hose. The technician then tested and verified that the dermatome was functioning as intended. He then returned the device to service without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2018. While the service technician confirmed the reported event, it cannot be determined from the information provided as to what caused the leak on the hose to occur. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the unit hose was leaking. Event occurred during testing, no harm, no delay reported. No adverse events were reported as a result of this malfunction.